Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, during the first week of using the ilet, the user reported experiencing both overnight hypoglycemia and subsequent hyperglycemia, with the lowest blood glucose of 58 mg/dl and a high of 260 mg/dl. The low was corrected with glucose tablets, and the high was corrected using the pump¿s correction bolus feature. The user has gastroparesis and reported consuming an unannounced snack before bed, which contributed to the elevated bg overnight. The agent provided education on correction bolus use, the ilet¿s learning phase, and best practices for snacks with gastroparesis. No medical intervention was required, and bg returned to target range.